Event description:
On (B)(6) 2026 at approximately 4:30 pm, I attempted to apply a freestyle libre 3 plus sensor. The insertion caused immediate severe pain and bleeding. After removing the applicator, the device appeared abnormal. A piece of the needle/filament/device fragment was protruding from my arm and was removed with tweezers by my partner, who is a nurse. The sensor/filament also appeared snapped off and remained stuck inside the applicator. A welt remained hours later. I retained the removed fragment, applicator, sensor, cap, box, and packaging and took photos. No laboratory testing or imaging performed at time of report. Photos are available showing the arm injury/welt, abnormal applicator, sensor/filament stuck inside applicator, product box/lot/sn/expiration, and removed device fragment. Removed fragment and full product packaging have been retained. Patient relies on cgm monitoring due to documented recurrent hypoglycemia and hypoglycemia unawareness. During this failed freestyle libre 3 plus insertion, a piece of the needle/filament/device fragment protruded from the arm and was removed with tweezers by patient's partner, who is a nurse. Patient retained the removed fragment, applicator, sensor, box, and packaging and has photos. Patient still had a welt several hours after insertion. Patient relies on cgm monitoring due to recurrent documented hypoglycemia/hypoglycemia unawareness, so this device failure also created a safety risk by leaving patient without reliable cgm monitoring.